Event description:
It was reported that the implantable cardioverter defibrillator exhibited far-field r-wave oversensing causing inappropriate mode switch episodes. Programming changes were performed. There were no patient consequences.